Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the tips of the hemopro were noted to be "glowing and hot" even when the device was not being activated. The device was disconnected and a replacement device was used to complete the procedure. The hospital did not report any pt effects.

Manufacturer narrative:
The hemopro device was returned to the factory for evaluation. It showed signs of clinical usage and no evidence of blood. The jaw boots displayed evidence of heat related damage consistent with activation of the device with the jaws in direct contact. A pre-cautery test was performed on the device with a reference power supply and extension cable. The device did not pass the pre-cautery test as it remained activated. The handle of the device was opened to verify connections; there was contamination on the switch body and the actuator of the micro switch that is consistent with soldering flux when observed under magnification. The contamination caused the micro switch actuator to remain in the "on" position. Based upon the evaluation results, the reported complaint was confirmed. This failure mode remains under investigation. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. Internal file number - (B)(4).